Manufacturer narrative:
Concomitant medical products: item: znn cmn lag screw; ref# 47-2485-095-10 lot#: 2869380, item: znn cmn locking screw; ref# 47-2493-000-00 lot#: 16.294230, item: 5.0 mm diameter cortical screw ref# 47248403550 lot#: 63431894. Trend analysis: no trend considering the following event is identified: nail breakage. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: it was reported that the patient was implanted with a znn cmn nail on (B)(6), 2017 on the left side. The patient was revised on (B)(6), 2017 due to nail fracture. Review of received data: - several x-rays were received between july 04, 2017 and september 05, 2017. The x-rays were reviewed by dr. Kessler. - x-ray (B)(6), 2017 - pelvic ap- deeply centered, hip axial, femur left with knee joint ap/lateral: subtrochanteric, dislocated spiral fracture with dislocated trochanter minor fragment. - x-ray (B)(6), 2017 - pelvic ap- deeply centered, hip axial, femur left with knee joint ap/lateral (postoperatively): intramedullary nail with reduced subtrochanteric fracture. Trochanter minor dislocated cranially. At the level of the lower limit of the nail's proximal body length, two intact cerclage wires. An intact locking screw is distal recognizable. Osteosynthesis material intact. - x-ray (B)(6), 2017 - pelvic ap- deeply centered, hip axial, femur left with knee joint ap/lateral (6 weeks postoperatively): comparing to the x-ray dated x-ray (B)(6), 2017 the projection is more orthograd. Overall unchanged location of the reduced fracture. Trochanter minor fragment dislocated slightly further cranially. Intact osteosynthesis material without evidence of an implant failure. - x-ray (B)(6), 2017 - pelvic ap- deeply centered, hip axial: broken nail at the point of the lag screw hole. Femur tilted proximally at the level of the former fracture in about 18 ° varus. - x-ray (B)(6), 2017 - pelvic ap- deeply centered, hip axial, femur left with knee joint ap/lateral: condition after re-osteosynthesis using ncb femoral plate left. - there are two surgical reports available. One report dated (B)(6), 2017 describes the implantation and the other report dated (B)(6), 2017 describes the revision. The surgical reports were reviewed by dr. (B)(6). Surgical report of implantation dated (B)(6), 2017: indication: bone fracture detected after the patient had a fall. Surgery: mini-open reposition, cerclage wires and osteosynthesis with long proximal femoral nail (znn) left. Surgery diagnosis: subtrochanteric spiral fracture femur left. Surgical procedure: a 34cm long nail, 95mm long lag screw, two cerclage wires and a cortical screw were implanted. Proximal locking bolt statically locked and finally radiologically recognizable anatomical repositioning result achieved. Procedure: recommended weight-loading according to the symptoms. X-rays will be taken 6 weeks post-operative. Surgical report of implantation dated (B)(6), 2017: indication: implant failure with re-fracture proximal femur left and urgent surgical care. Surgery: removal of the fractured femoral nail on the left, debridement of the fracture region and re-osteosynthesis with a ncb pp plate. Surgical procedure: identification of the old fracture region. After easy removal of the lag screw an unstable fracture situation is visible. The distal locking screw (cortical screw) is also removed. The removal of the nail is difficult. A plier is used to remove the nail fragments. After re-fracture reduction anatomically correct repositioning result. Implanting of a periprosthetic ncb femur plate with 5 cortical screws distally and 7 proximal cancellous bone screws. A stable osteosynthesis with anatomically correct reduction result achieved. Devices analysis: - visual examination: the following components were received for product investigation: a znn long nail, a lag screw, a set screw and a cortical screw. The set screw shows mechanical deformation at the tip, the pe part of the screw is partially deformed (possibly due to cleaning/sterilization) and it seems that there is a slight damage at few threads. The lag screw shows strong scratches on its body and mechanical damage at the locations in contact with the nail. All 4 lag screw grooves are heavily damaged. It cannot be said if the set screw was correctly placed in the groove of the lag screw. The cortical screw shows damage at the thread, possibly in the regions in contact with the nail. The nail is fractured at the lag screw hole, and some damages from revision surgery are visible on the nail fragments. The fracture surface analysis shows a fatigue fracture pattern with beach marks and originating from the lateral nail side toward the medial side. Review of product documentation: - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - the zimmer® natural nail® system cephalomedullary nail surgical technique - standard (97-2493-002-00) describes the correct lag screw / set screw placement. The set screw should be tightened down into the groove in the lag screw. The lag screw inserter must be positioned so that the handle on the inserter is parallel or perpendicular to the colored dots on the targeting guide in order for the set screw and lag screw grooves to engage properly. To verify engagement, attempt to twist the lag screw inserter. If it cannot be rotated using a reasonable amount of force, the construct is in the correct position. If rotation is possible, adjust the position of the lag screw (rotate slightly) so that the set screw can enter correctly into the groove of the lag screw. - in IFU for znn ti cmn (section warnings, patient counseling information) it is stated: warnings: - ¿it may be necessary to consider a postoperative treatment course that reduces the stress on the nail system. Full unassisted load bearing should never take place until fracture callus formation is visualized on x-ray.¿ - ¿special precautions are necessary in treating subtrochanteric fractures. This type of fracture is more difficult to reduce and results in unusually strong unbalanced muscle forces, which cause greater stresses to be transmitted to the device. These stresses increase the possibility of implant bending or breakage. Close supervision of the patient is advised to ensure the patient's cooperation until bony union is achieved.¿ root cause analysis: root cause determination using rmw: - breakage of implant due to inadequate design of mating components. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength due to anodization. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to incorrect distal nail design for short nails (flexible nail end). => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to general corrosion (crevice, pitting, galvanic). => not possible -> no corrosion found. - breakage of implant due to the implant therapy is performed not as indicated. => possible, in the surgical report it is mentioned that load bearing was recommended according to the systems. No further information was received if the nail was over stressed or not. - breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture. => not possible -> no issue found in the x-ray review by dr. (B)(6). - breakage of implant due to users select wrong nail diameter,length and/or determine wrong ccd angle. => not possible -> no issue found in the x-ray review by dr. (B)(6). - breakage of implant due to wrong/incomplete information about limitation and postoperative restriction. => possible, in the surgical report it is only mentioned that load bearing was recommended according to the systems. No further information was received. This is not detailed enough. - breakage of implant due to patient do not follow the post-operative protocol. => possible, it can be that the nail was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. - breakage of implant due to explanted implant is used for new implantation surgery. => possible, no product stickers received. Conclusion summary: it was reported that the patient was implanted with a znn cmn nail on (B)(6) 2017 on the left side. The patient was revised on (B)(6), 2017 due to nail fracture. The nail was in vivo for 2 months. - surgical report of implantation in the surgical report of implantation it is mentioned that a good anatomical repositioning result was achieved. It is also mentioned that load bearing was recommended according to the systems. No further information was received if the nail was over stressed or not. In the IFU it is mentioned that full unassisted load bearing should never take place until fracture callus formation is visualized on x-ray. - surgical report of revision in the surgical report of revision it is mentioned that it was difficult to remove the broken nail fragments. It can be assumed that the damages around the nail occurred due to the fact that nail had to be removed with a plier. - received x-rays the received x-rays were reviewed by a healthcare professional. Based on the provided x-rays a root cause for the nail breakage cannot be determined. - the product investigation showed that the returned components were heavily damaged. It can be also assumed that the deformations and damages occurred during the removal procedure. The fracture surface analysis shows a fatigue fracture pattern with beach lines and originating from the lateral nail side toward the medial side. - the root cause for the fracture of the nail cannot be determined with certainty. There are several factors which may have contributed to the nail breakage. It can be that the nail was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). .

Manufacturer narrative:
X-rays, surgical reports were received and will be reviewed as part of ongoing investigation. The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4)..

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 130, left,11.5 mm, 34 cm on the left side on (B)(4) 2017 and the patient underwent revision surgery on (B)(4) 2017 due to nail fracture.